Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high human. Thyroid-stimulating hormone (tsh) result that was generated by the access 2 instrument for a single patient sample. An initial tsh result of 21.19uiu/ml was reported out of the lab. On the next day, a fresh sample was collected from the patient and tsh result was 2.97 uiu/ml. The result was reported out of the lab. The second sample was retested and repeated ths result was 1.85uiu/ml. The customer then re-tested the original sample and repeated result was 2.36uiu/ml. A corrected report was submitted. Based on information provided, the patient was treated with one dose of synthroid. Customer did not receive any report of death or injury connected with this event.

Manufacturer narrative:
Qc is run daily and was within specifications before and after this event. A system check was performed in 2008, and all parameters passed. No errors were posted to the event log. Customer did not question any other samples or assays at the time of event. Both specimens were plasma and were centrifuged per manufacturer's recommendations. The sample which gave the erroneous result was slightly hemolyzed and slightly lipemic. Bci product insert recommends avoiding the use of severely hemolyzed samples. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a system verification procedure and results met published performance specifications. The fse did not identify any hardware issues that may have contributed to this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.